Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continued to be observed. A lead revision was being considered. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited a high out of range pacing impedance measurement. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.